Manufacturer narrative:
No error alarms were noted during testing. The insulin pump passed the self test and the reset error test. The insulin pump information could not be up loaded to the carelink software due to alarms in the history screen due to a corrupted history file. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported by the customer that their insulin pump was alarming. Informed customer alarm is due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.